Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. It was also noted that the distal electrode of the lead with the mcrd (monolithic controlled release device) that contains the steroid was torn and that visual summary analysis of the lead indicated damage at implant. The analyst comments stated that the lead returned with the helix was damaged/bent (B)(4).

Event description:
It was reported that during the implant procedure the lead was implanted in the rv (right ventricle) septum but when the physician went to deploy the helix the helix would not deploy. It was noted that the physician did twenty to twenty-five rotations but the lead still would not deploy. When the physician removed the lead from the body it was notice that the lead tip was damaged. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.